Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds and loss of capture. No asystole was noted. This ra lead was surgically abandoned and the pacemaker was also explanted. Prior to explant, the pacemaker was at end of life. In addition, the source of the observations was not determined and fluoroscopy did not reveal any new findings. No additional adverse patient effects were reported.